Event description:
Philips received a complaint regarding the efficia dfm100 device, indicating that the device does not pass the therapy test. The rse evaluated the device remotely. It was determined that the device failed the therapy test and prompted a capacitor value low error. Hence, the capacitance assembly was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.